Event description:
After an implantation period of approx. 78 months, it was reported that the device shows the eri status. The ICD currently remains in the patient and the ICD therapy has been deactivated. Should additional information be received, this file will be updated.